Manufacturer narrative:
Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site had a defective grey tracker. There was no patient involved.

Manufacturer narrative:
The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. One of the side tabs was stuck in the open position and the other was broken off at the tip. It was not able to retain an instrument in this condition. Otherwise, with markers attached and fully seated, the tracker returns good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.